Event description:
Boston scientific received information that during the impalnt upon attempting to fixate this right ventricular lead into the ventricle, cardiac tamponade was noted. The patient was stable as the physician dealt with the cardiac tamponade immediately. The lead was implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be udpated.